Event description:
It was reported the patient's scs lead was repositioned in addition to a new lead implanted due to unwanted foot and groin stimulation that could not be resolved with reprogramming. The issue resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.